Event description:
An impella 5.5 was inserted via the axillary artery graft to support the 74 year old male patient who had been admitted in for a surgery, presenting in scai stage d shock. The 5.5 was to be placed pre-operatively to provide hemodynamic support. The underlying medical history was not shared, but prior to pump placement the patient was on inotropes, vasopressors, and a vent for respiratory needs. The team found there was difficulty with the insertion at the subclavian branch/bifurcation. Native anatomy was preventing the delivery. The team consulted with vascular and shockwave was utilized, and both at 18fr and 20fr dilator. After this intervention the pump was able to be delivered and advanced to the left ventricle. The patient was transferred to the ICU for continued monitoring and the team observed the patient to be bradycardic and hypotensive with a cardiac arrest. The team provided acls intervention and recovered. The day after implant the axillary pocket was seen to be bleeding, and as treatment the patient had 2 units of red blood cells, 1 unit platelet, and 1 unit of cryo. The pump does remain on for support. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Additional contributing factors may include large-bore arterial access and surgical manipulation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6 code a24 was revised to a01.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (primary UDI number). Upon review, the section d primary UDI number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of the patient-device interaction was not determined due to insufficient clinical details. The cause of the delivery issue was determined to be patient condition related to the patient¿s calcification.

Manufacturer narrative:
B2, b5, h1, and h6 revised based on the additional information received from the clinical site. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.

Event description:
Updated clinical narrative: an impella 5.5 was inserted via the axillary artery graft to support the 74 year old male patient who had been admitted in for a surgery, presenting in scai stage d shock. The 5.5 was to be placed pre-operatively to provide hemodynamic support. The underlying medical history was not shared, but prior to pump placement the patient was on inotropes, vasopressors, and a vent for respiratory needs. The team found there was difficulty with the insertion at the subclavian branch/bifurcation. Native anatomy was preventing the delivery. The team consulted with vascular and shockwave was utilized, and both at 18fr and 20fr dilator. After this intervention the pump was able to be delivered and advanced to the left ventricle. The patient was transferred to the ICU for continued monitoring and the team observed the patient to be bradycardic and hypotensive with a cardiac arrest. The team provided acls intervention and recovered. The day after implant the axillary pocket was seen to be bleeding, and as treatment the patient had 2 units of red blood cells, 1 unit platelet, and 1 unit of cryo. Care was withdrawn and the patient expired. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Additional contributing factors may include large-bore arterial access and surgical manipulation. The death is conservatively being reported; however, it is more likely attributable to the patient¿s underlying critical illness and cardiogenic shock.

Manufacturer narrative:
B1: added product problem, this was omitted from the initial in error. D6b: added explant date.

Manufacturer narrative:
Corrected data: d4 catalog and serial numbers updated/corrected.